Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2010 and a sling was implanted. The patient experienced erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. She underwent a mesh revision on (B)(6) 2011 and had a mesh removal surgery on (B)(6) 2011. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh revision on (B)(6) 2011. On (B)(6) 2012 the patient underwent another surgery.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with cystoscopy due to urinary incontinence. It was reported that the patient underwent excision of vaginal mesh, mesh implant, cystoscopy and revision of pfannenstiel scar on (B)(6) 2012 due to dyspareunia, chronic left periurethral pain, sui, urethrovesical junction hypermobility, and pain at the mid left pfannenstiel portion of scar tissue. No additional information has been provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-17326. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis, frequency and urgency.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.